Event description:
Caller reported a cartridge alarm 20, but there was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in loading a new cartridge using the proper technique. The caller successfully loaded the cartridge and resumed insulin therapy, resolving the issue.